Manufacturer narrative:
Additional information:h3- device evaluation: lens was returned in a vial in liquid. Visual inspection found no visible damage to the lens.claim# (B)(4).

Manufacturer narrative:
Additional information: b5- the reporter indicated that a 13.2mm tmicl13.2 implantable collamer lens; -6.0/+1.5/073 (sphere/cylinder/axis); was implanted into the patient's left eye (os) on (B)(6) 2021. Significant reduction of irido-corneal angles was observed. The lens was removed and replaced on (B)(6) 2021 with a shorter length lens. The problem was resolved. The cause of the event is device; nomogram or pt correspondence to nomogram. Icl oversized causing poor seating and iris left with very narrow angles inferior temp. Quadrant. The reporter stated "icl now lays correctly with no angle compromise. Before exchange I disinserted and inserted foot plates/heptics of original icl to ensure no curling of the foot plates- this did not solve the problem so the icl was exchanged successfully." H6- clinical code 4581: significant reduction of irirdo-corneal angles. Claim# : (B)(4).

Manufacturer narrative:
Investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm tmicl13.2 implantable collamer lens, -6.0/+1.5/073 (sphere/cylinder/axis) was implanted into the patient's eye. Reportedly, it will possibly be exchanged due to the lens being too vaulted. Attempts to obtain additional information have not been successful.